Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- "the attached CT shows some radiolucency and large cysts at the tibial component and there seems to be some radiolucence at the talar component. Loosening of the tibial tray is likely, but remains unclear preoperatively. The underlying cause seems to be patient related, as there are no obvious surgical problems visible nor is there any sign of device related complications." Based on investigation, the root cause was attributed most likely to patient related issue. The failure was caused by cysts that alters the implant alignment if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to persistent pain and stiffness after ankle replacement. There's possible loosening of components with impingement.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to persistent pain and stiffness after ankle replacement. There's possible loosening of components with impingement.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text: device remains implanted in patient.